Manufacturer narrative:
Product event summary: analysis found that the stylus was damaged so the stylus was replaced. It was also noted that the software could not be upgraded.

Event description:
It was reported that when the stylus touched the programmer screen there was no reaction. The programmer was returned for servicing. There was no patient involvement.